Event description:
It was reported that shaft fracture occurred. The 75% stenosed, 20mmx 2.5mm target lesion was located in the mildly tortuous and severely calcified right coronary artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the device delivery shaft was fractured at 15cm from the distal end. There were no fragments left inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: investigation was completed on the returned device. The hypotube, collar, distal shaft and tip of the device were microscopically and visually inspected. Inspection observed that the tip was misshapen and a complete separation at the collar. Inspection of the remaining portion of the device observed no other damage or irregularities.

Event description:
It was reported that shaft fracture occurred. The 75% stenosed, 20mmx 2.5mm target lesion was located in the mildly tortuous and severely calcified right coronary artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the device delivery shaft was fractured at 15cm from the distal end. There were no fragments left inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient was stable.